Manufacturer narrative:
(B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was explanted and replaced (reference MFR report: 1627487-2014-06307) and postoperatively the pt experienced stimulation in the incorrect location. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken and the pt's scs sys was explanted.